Event description:
It was reported that the procedure was to treat a lesion located in a heavily calcified saphenous vein graft to the left anterior descending artery. Pre-dilatation was performed on the lesion and an attempt was made to advance the 2.75x18 mm xience v stent delivery system (sds); however, it did not cross the lesion. Additional pre-dilatation was performed and a second attempt was made to cross; however, it was also unsuccessful. During retraction of the sds out of the guiding catheter resistance was felt and it was observed that the stent implant had moved distally on the balloon. After retraction of the sds the stent implant was also observed to have flared stent struts. A non-abbott stent was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): re-insertion, indication for use. Evaluation summary: the device was returned for evaluation. The stent movement and stent damage was confirmed. The failure to advance/cross and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the lesion was in saphenous vein graft (svg) to the left anterior descending artery. It should be noted that the instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. In this case, the IFU deviation does not appear to have caused or contributed to the reported difficulties. Additionally, it was reported that after the initial attempt to cross the lesion, the sds was removed and re-inserted. The IFU (section 6.2) also states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Since no stent damage/movement was noted prior to re-insertion, the IFU deviation does not appear to have caused or contributed to the difficulties.